Event description:
Litigation papers alleged hip pain and problems. Also excessive levels of chromium and cobalt in his blood. Update rec¿d (B)(6) 2015 - legal claim, authorization to provide asr explanted components and used medical device for shipping forms received. Dor provided. Stem and sleeve added for elevated metal ion levels. This complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.